Event description:
When putting in the acetabular cup, the physician noticed that one of the screws did not seat properly, although looked like it went through hole in cup. Cup and two screws removed, new implants put in. Removed defective hardware.